Event description:
Synergy china registry. It was reported that unstable angina occurred. In (B)(6) 2019, the subject was referred to cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the distal left circumflex artery (lcx) with 90% stenosis and was 24mm long and a reference vessel diameter of 2.25mm. The target lesion was treated with pre-dilatation and placement of a 2.25mmx28mm synergy study stent. Post dilation was performed with 0% residual stenosis. Three days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2020, the subject was diagnosed with unstable angina and was hospitalized on the same day for further evaluation and treatment. Per electronic data collection(edc), no other action was taken to treat the event, however, it was noted the event would qualify for clinical events committee(cec) of stent thrombosis. Six days later, at the time of reporting the event was not recovered/not resolved and the subject was discharged. It was further reported that the event did not qualify for stent thrombosis per clinical events committee (cec). Therefore, the diagnosis of stent thrombosis was removed. It was further reported that target-vessel revascularization (tvr) was performed to treat the event.

Manufacturer narrative:
Corrected: (b2) outcomes attributed to adv event: required intervention to prevent permanent impairment/damage removed. (H6) patient codes: restenosis (e233701) removed. (H6) impact codes: additional device required (f2301) removed.

Event description:
Synergy china registry. It was reported that unstable angina occurred. In november 2019, the subject was referred to cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the distal left circumflex artery (lcx) with 90% stenosis and was 24mm long and a reference vessel diameter of 2.25mm. The target lesion was treated with pre-dilatation and placement of a 2.25mmx28mm synergy study stent. Post dilation was performed with 0% residual stenosis. Three days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2020, the subject was diagnosed with unstable angina and was hospitalized on the same day for further evaluation and treatment. Per electronic data collection(edc), no other action was taken to treat the event, however, it was noted the event would qualify for clinical events committee(cec) of stent thrombosis. Six days later, at the time of reporting the event was not recovered/not resolved and the subject was discharged. It was further reported that the event did not qualify for stent thrombosis per clinical events committee (cec). Therefore, the diagnosis of stent thrombosis was removed. It was further reported that target-vessel revascularization (tvr) was performed to treat the event. It was further reported that the event did not qualify for tvr per cec and seriousness criteria of intervention as it was data entry error. No action was taken to treat the event.

Event description:
Synergy china registry it was reported that unstable angina occurred. In (B)(6) 2019, the subject was referred to cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the distal left circumflex artery (lcx) with 90% stenosis and was 24mm long and a reference vessel diameter of 2.25mm. The target lesion was treated with pre-dilatation and placement of a 2.25mmx28mm synergy study stent. Post dilation was performed with 0% residual stenosis. Three days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2020, the subject was diagnosed with unstable angina and was hospitalized on the same day for further evaluation and treatment. Per electronic data collection(edc), no other action was taken to treat the event, however, it was noted the event would qualify for clinical events committee(cec) of stent thrombosis. Six days later, at the time of reporting the event was not recovered/not resolved and the subject was discharged. It was further reported that the event did not qualify for stent thrombosis per clinical events committee (cec). Therefore, the diagnosis of stent thrombosis was removed. It was further reported that target-vessel revascularization (tvr) was performed to treat the event. It was further reported that the event did not qualify for tvr per cec and seriousness criteria of intervention as it was data entry error. No action was taken to treat the event. It was further reported that there was a second target lesion which was located in the mid lad with 90% stenosis and was 38 mm long and a reference vessel diameter of 2.50 mm. The target lesion 2 was treated with pre-dilatation and placement of a 2.25 mm x 38 mm overlapped with 2.75 mm x 24 mm synergy study stents. Following this post dilation was performed with 0% residual stenosis. In december 2020, the subject underwent coronary angiography which revealed 50% stenosis in distal lcx and it was treated with percutaneous coronary intervention (pci) - target-vessel revascularization (tvr). Post intervention, residual stenosis was 0%. The rationale for tvr was angina. Previously reported that the tvr did not qualify, however it was further reported that tvr was performed to treat the event.

Manufacturer narrative:
Corrections: (b5) describe event or problem: corrected and updated. (H6) patient codes: restenosis (e233701) added back. (H6) impact codes: additional device required (f2301) added back.

Event description:
Synergy china registry. It was reported that unstable angina occurred. In (B)(6) 2019, the subject was referred to cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the distal left circumflex artery (lcx) with 90% stenosis and was 24mm long and a reference vessel diameter of 2.25mm. The target lesion was treated with pre-dilatation and placement of a 2.25mmx28mm synergy study stent. Post dilation was performed with 0% residual stenosis. Three days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2020, the subject was diagnosed with unstable angina and was hospitalized on the same day for further evaluation and treatment. Per electronic data collection(edc), no other action was taken to treat the event, however, it was noted the event would qualify for clinical events committee(cec) of stent thrombosis. Six days later, at the time of reporting the event was not recovered/not resolved and the subject was discharged. It was further reported that the event did not qualify for stent thrombosis per clinical events committee (cec). Therefore, the diagnosis of stent thrombosis was removed. It was further reported that target-vessel revascularization (tvr) was performed to treat the event. It was further reported that the event did not qualify for tvr per cec and seriousness criteria of intervention as it was data entry error. No action was taken to treat the event. It was further reported that there was a second target lesion which was located in the mid lad with 90% stenosis and was 38 mm long and a reference vessel diameter of 2.50 mm. The target lesion 2 was treated with pre-dilatation and placement of a 2.25 mm x 38 mm overlapped with 2.75 mm x 24 mm synergy study stents. Following this post dilation was performed with 0% residual stenosis. In (B)(6) 2020, the subject underwent coronary angiography which revealed 50% stenosis in distal lcx and it was treated with percutaneous coronary intervention (pci) - target-vessel revascularization (tvr). Post intervention, residual stenosis was 0%. The rationale for tvr was angina. Previously reported that the tvr did not qualify, however it was further reported that tvr was performed to treat the event. It was further reported that the target lesion 2 was 57mm long instead of 38mm long as previously reported. In (B)(6) 2020, the subject was discharged on aspirin and clopidogrel.

Event description:
Synergy china registry. It was reported that unstable angina occurred. In (B)(6) 2019, the subject was referred to cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the distal left circumflex artery (lcx) with 90% stenosis and was 24mm long and a reference vessel diameter of 2.25mm. The target lesion was treated with pre-dilatation and placement of a 2.25mmx28mm synergy study stent. Post dilation was performed with 0% residual stenosis. Three days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2020, the subject was diagnosed with unstable angina and was hospitalized on the same day for further evaluation and treatment. Per electronic data collection(edc), no other action was taken to treat the event, however, it was noted the event would qualify for clinical events committee(cec) of stent thrombosis. Six days later, at the time of reporting the event was not recovered/not resolved and the subject was discharged. It was further reported that the event did not qualify for stent thrombosis per clinical events committee (cec). Therefore, the diagnosis of stent thrombosis was removed. It was further reported that target-vessel revascularization (tvr) was performed to treat the event. It was further reported that the event did not qualify for tvr per cec and seriousness criteria of intervention as it was data entry error. No action was taken to treat the event. It was further reported that there was a second target lesion which was located in the mid lad with 90% stenosis and was 38 mm long and a reference vessel diameter of 2.50 mm. The target lesion 2 was treated with pre-dilatation and placement of a 2.25 mm x 38 mm overlapped with 2.75 mm x 24 mm synergy study stents. Following this post dilation was performed with 0% residual stenosis. In (B)(6) 2020, the subject underwent coronary angiography which revealed 50% stenosis in distal lcx and it was treated with percutaneous coronary intervention (pci) - target-vessel revascularization (tvr). Post intervention, residual stenosis was 0%. The rationale for tvr was angina. Previously reported that the tvr did not qualify, however it was further reported that tvr was performed to treat the event. It was further reported that the target lesion 2 was 57mm long instead of 38mm long as previously reported. In (B)(6) 2020, the subject was discharged on aspirin and clopidogrel. It was further reported that the 2.25 mm x 28 mm synergy study stent had in-stent restenosis noted in the distal lcx. The rationale for tvr was angina and angiographic finding without symptoms or objective signs of ischemia. It was further reported that in (B)(6) 2020, the event was considered to be recovering and resolving.

Manufacturer narrative:
Sex - corrected from female to male. Adverse event/product problem: corrected from adverse event to adverse event and product problem.

Event description:
Synergy china registry. It was reported that unstable angina occurred. In (B)(6) 2019, the subject was referred to cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the distal left circumflex artery (lcx) with 90% stenosis and was 24mm long and a reference vessel diameter of 2.25mm. The target lesion was treated with pre-dilatation and placement of a 2.25mmx28mm synergy study stent. Post dilation was performed with 0% residual stenosis. Three days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2020, the subject was diagnosed with unstable angina and was hospitalized on the same day for further evaluation and treatment. Per electronic data collection (edc), no other action was taken to treat the event, however, it was noted the event would qualify for clinical events committee(cec) of stent thrombosis. Six days later, at the time of reporting the event was not recovered/not resolved and the subject was discharged. It was further reported that the event did not qualify for stent thrombosis per clinical events committee (cec). Therefore, the diagnosis of stent thrombosis was removed. It was further reported that target-vessel revascularization (tvr) was performed to treat the event. It was further reported that the event did not qualify for tvr per cec and seriousness criteria of intervention as it was data entry error. No action was taken to treat the event. It was further reported that there was a second target lesion which was located in the mid lad with 90% stenosis and was 38 mm long and a reference vessel diameter of 2.50 mm. The target lesion 2 was treated with pre-dilatation and placement of a 2.25 mm x 38 mm overlapped with 2.75 mm x 24 mm synergy study stents. Following this post dilation was performed with 0% residual stenosis. In (B)(6) 2020, the subject underwent coronary angiography which revealed 50% stenosis in distal lcx and it was treated with percutaneous coronary intervention (pci) - target-vessel revascularization (tvr). Post intervention, residual stenosis was 0%. The rationale for tvr was angina. Previously reported that the tvr did not qualify, however it was further reported that tvr was performed to treat the event. It was further reported that the target lesion 2 was 57mm long instead of 38mm long as previously reported. In (B)(6) 2020, the subject was discharged on aspirin and clopidogrel. It was further reported that the 2.25 mm x 28 mm synergy study stent had in-stent restenosis noted in the distal lcx. The rationale for tvr was angina and angiographic finding without symptoms or objective signs of ischemia. It was further reported that in (B)(6) 2020, the event was considered to be recovering and resolving.

Manufacturer narrative:
A3 sex updated from male to female. B5 describe event or problem has been updated. B7 other relevant history has been updated.

Event description:
Synergy china registry it was reported that unstable angina occurred. In (B)(6) 2019, the subject was referred to cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the distal left circumflex artery (lcx) with 90% stenosis and was 24mm long and a reference vessel diameter of 2.25mm. The target lesion was treated with pre-dilatation and placement of a 2.25mmx28mm synergy study stent. Post dilation was performed with 0% residual stenosis. Three days later, the subject was discharged on aspirin and clopidogrel. In december 2020, the subject was diagnosed with unstable angina and was hospitalized on the same day for further evaluation and treatment. Per electronic data collection(edc), no other action was taken to treat the event, however, it was noted the event would qualify for clinical events committee(cec) of stent thrombosis. Six days later, at the time of reporting the event was not recovered/not resolved and the subject was discharged. It was further reported that the event did not qualify for stent thrombosis per clinical events committee (cec). Therefore, the diagnosis of stent thrombosis was removed. It was further reported that target-vessel revascularization (tvr) was performed to treat the event. It was further reported that the event did not qualify for tvr per cec and seriousness criteria of intervention as it was data entry error. No action was taken to treat the event. It was further reported that there was a second target lesion which was located in the mid lad with 90% stenosis and was 38 mm long and a reference vessel diameter of 2.50 mm. The target lesion 2 was treated with pre-dilatation and placement of a 2.25 mm x 38 mm overlapped with 2.75 mm x 24 mm synergy study stents. Following this post dilation was performed with 0% residual stenosis. In december 2020, the subject underwent coronary angiography which revealed 50% stenosis in distal lcx and it was treated with percutaneous coronary intervention (pci) - target-vessel revascularization (tvr). Post intervention, residual stenosis was 0%. The rationale for tvr was angina. Previously reported that the tvr did not qualify, however it was further reported that tvr was performed to treat the event. It was further reported that the target lesion 2 was 57mm long instead of 38mm long as previously reported. In (B)(6) 2020, the subject was discharged on aspirin and clopidogrel. It was further reported that the 2.25 mm x 28 mm synergy study stent had in-stent restenosis noted in the distal lcx. The rationale for tvr was angina and angiographic finding without symptoms or objective signs of ischemia.

Manufacturer narrative:
Correction: (h6) patient codes: thrombosis/thrombus (e0514) initially reported has now been removed.

Event description:
Synergy china registry. It was reported that unstable angina and stent thrombosis occurred. On (B)(6) 2019, the subject was referred to cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the distal left circumflex artery (lcx) with 90% stenosis and was 24mm long and a reference vessel diameter of 2.25mm. The target lesion was treated with pre-dilatation and placement of a 2.25mmx28mm synergy study stent. Post dilation was performed with 0% residual stenosis. Three days later, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2020, the subject was diagnosed with unstable angina and was hospitalized on the same day for further evaluation and treatment. Per electronic data collection(edc), no other action was taken to treat the event, however, it was noted the event would qualify for clinical events committee(cec) of stent thrombosis. Six days later, at the time of reporting the event was not recovered/not resolved and the subject was discharged. It was further reported that the event did not qualify for stent thrombosis per clinical events committee (cec). Therefore, the diagnosis of stent thrombosis was removed.

Event description:
Synergy china registry it was reported that unstable angina occurred. In (B)(6) 2019, the subject was referred to cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the distal left circumflex artery (lcx) with 90% stenosis and was 24mm long and a reference vessel diameter of 2.25mm. The target lesion was treated with pre-dilatation and placement of a 2.25mmx28mm synergy study stent. Post dilation was performed with 0% residual stenosis. Three days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2020, the subject was diagnosed with unstable angina and was hospitalized on the same day for further evaluation and treatment. Per electronic data collection (edc), no other action was taken to treat the event, however, it was noted the event would qualify for clinical events committee (cec) of stent thrombosis. Six days later, at the time of reporting the event was not recovered/not resolved and the subject was discharged. It was further reported that the event did not qualify for stent thrombosis per clinical events committee (cec). Therefore, the diagnosis of stent thrombosis was removed. It was further reported that target-vessel revascularization (tvr) was performed to treat the event. It was further reported that the event did not qualify for tvr per cec and seriousness criteria of intervention as it was data entry error. No action was taken to treat the event. It was further reported that there was a second target lesion which was located in the mid lad with 90% stenosis and was 38 mm long and a reference vessel diameter of 2.50 mm. The target lesion 2 was treated with pre-dilatation and placement of a 2.25 mm x 38 mm overlapped with 2.75 mm x 24 mm synergy study stents. Following this post dilation was performed with 0% residual stenosis. In (B)(6) 2020, the subject underwent coronary angiography which revealed 50% stenosis in distal lcx, and it was treated with percutaneous coronary intervention (pci) - target-vessel revascularization (tvr). Post intervention, residual stenosis was 0%. The rationale for tvr was angina. Previously reported that the tvr did not qualify, however it was further reported that tvr was performed to treat the event. It was further reported that the target lesion 2 was 57mm long instead of 38mm long as previously reported. In (B)(6) 2020, the subject was discharged on aspirin and clopidogrel. It was further reported that the 2.25 mm x 28 mm synergy study stent had in-stent restenosis noted in the distal lcx. The rationale for tvr was angina and angiographic finding without symptoms or objective signs of ischemia. It was further reported that in december 2020, the event was considered to be recovering and resolving. It was further reported that at the time of the event in december 2020, the subject was on aspirin and clopidogrel. The event was also treated medically.

Event description:
(B)(6) registry. It was reported that unstable angina and stent thrombosis occurred. In (B)(6) 2019, the subject was referred to cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the distal left circumflex artery (lcx) with 90% stenosis and was 24mm long and a reference vessel diameter of 2.25mm. The target lesion was treated with pre-dilatation and placement of a 2.25mmx28mm synergy study stent. Post dilation was performed with 0% residual stenosis. Three days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2020, the subject was diagnosed with unstable angina and was hospitalized on the same day for further evaluation and treatment. Per electronic data collection(edc), no other action was taken to treat the event, however, it was noted the event would qualify for clinical events committee(cec) of stent thrombosis. Six days later, at the time of reporting the event was not recovered/not resolved and the subject was discharged.